Event description:
The pt received his scs system on (B)(6) 2009. It was reported that the pt has been having to recharge his ipg more frequently than usual. A replacement charging system has been sent to the pt. No add'l info is available at this time. This report is being submitted as a precautionary measure as similar reported events have occasionally resulted in the explants of the device.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.